Manufacturer narrative:
Investigation summary: on 03/20/2026: received one (1) photo of the set. No leakage was observed from the filter vent. The complaint of leakage cannot be replicated or confirmed without the return of the used set. The lot history could not be reviewed due to no lot number being provided.

Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch and it was reported that there was continuous leakage of IV fluid from the filter vent. Patient involvement is unknown; harm was not reported as a consequence of this event.

Manufacturer narrative:
D4: only di provided as lot number is unknown. The device is available for evaluation; however, has not been received. A device history review could not be completed due to the unknown lot number. Additional contact information: (B)(6).